Event description:
Adverse event: overcorrection. A physician reported pt presented with an ocular history positive for corneal ulcer. On (B) (6) 2008, the pt underwent conventional hyperopic lasik with a treatment plan aiming for monovision. At one day post-op, the uncorrected visual acuity (ucva) was 20/25 for distance with a best corrected visual acuity (bcva) for distance of 20/20 and a near ucva of j1. The pt complained of needing to read too close. The surgeon indicated that the pt had not been harmed or injured and he and his staff did not want to be bothered with our phone calls.

Manufacturer narrative:
Determination of root cause: assessment: a review for twelve months prior to the reported date showed four previous complaints for this system. A status check and preventative maintenance were completed on 05/19/2008 and the system was found to be operating within specifications. Non-product factors such as individual pt response to the laser ablation, pt healing characteristics, and peroperative pt selection in accordance with criteria noted in the physician's booklet were reviewed. Conclusion: based on the limited info provided, the non product factors as well as individual pt response and healing characteristics may have contributed to the unexpected outcome. (B) (4)